Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of broken/damaged was due to the ail. Replaced air in line, bezel assembly, front door, rear case, membrane frame frame, iui right, iui left. Based on the findings, service determined that the proximate cause of the customer reported issue was due to wear of the ail sensor. Device history review: a review of the device history record for sn (B)(6) was performed from date of manufacture 06/20/2004 to the present date 12/14/2020 and confirmed that this device was previously returned for servicing 3 times. Device had similar service repair history. A complete production failure review was not performed because the device was manufactured prior to july 1, 2004 - the implementation date of the erp system.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.